Event description:
It was reported to philips that the flexvision pc had a grabber card malfunction, which could affect system start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During investigation it was identified that the issue was regarding echo navigator not being available for the system and not grabber card malfunction for flexvision pc. The original complaint was received on azurion product. However, during the investigation it was identified that the complaint was with the echonavigator. The product details has been updated accordingly. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse reviewed the log file and found that there was no connection to the echo navigator with the system. Furthermore, the rse collaborated with the customer and inspected the connection cables between the system pc and the wall connection box (wcb) and verified that wcb was operational. A philips field service engineer (fse) inspected the system on-site. During inspection, the fse found that several dvi connectors at the rear of the pc were not properly secured. To resolve the issue, the fse secured all the video connection properly and tested for correct functionality. After that, the system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use warn the user to not utilize the system if suspecting that any part of the system is defective and provide information on how to verify system functionality. As the device was outside of use at the time the issue was identified, the user would identify this issue prior to utilizing the system. Also, if the interventional tool becomes unavailable for use, the user is alerted by an error message. The user can continue to use the 2d system without extending the functionality with 3d imaging. Therefore, the unavailability of an interventional tool is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcomes.